Manufacturer narrative:
A visual examination revealed that the stent had been deployed from the device. The outer sheath was retracted from the distal tip by approximately 0.5 mm. The clear outer sheath was kinked at 112 mm proximal to the distal end of the clear outer sheath. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent; however, the inner lumen was kinked at 120 mm proximal to the distal tip. The narrowed and tortuous anatomy could have contributed to the complaint incident; therefore based on the event details and the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure, within a patient with pancreatic cancer, on (B)(6), 2010.according to the complaint, the patient presented with a five centimeter stenosis at the third portion of the duodenum. The anatomy was tortuous and narrowed. During the procedure, an attempt was made to deploy the stent between the second portion of the duodenum and the treitz ligament; however the stent was positioned above the desired location. The user attempted to reconstrain the stent; however it failed, and the inner sheath stretched. The partially deployed stent was removed from the patient without issue. The procedure was completed with another wallflex enteral duodenal stent.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure, within a patient with pancreatic cancer, on (B)(6), 2010. According to the complaint, the patient presented with a five centimeter stenosis at the third portion of the duodenum. The anatomy was tortuous and narrowed. During the procedure, an attempt was made to deploy the stent between the second portion of the duodenum and the treitz ligament; however the stent was positioned above the desired location. The user attempted to reconstrain the stent; however it failed, and the inner sheath stretched. The partially deployed stent was removed from the patient without issue. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.